Event description:
Device malfunction: physical resistance, premature deployment, dislodged. Time of malfunction: during the procedure. Symptoms/ae: stent surgically removed. It was reported that during the stenting procedure of the iliac, the stent detached from the balloon and landed in the bifurcation (right over the bend). The stent had partially deployed and an attempt was made to pull it back; however, the physician realized that the stent was gone. A small incision was made at the access site and the stent was retrieved with scissors. Additionally, it was reported that this was the first time this procedure had been performed at the site and there were numerous events that may have lead up to this incident. A cath lab employee attempted to flush using the balloon port and was then instructed that this was not according to the instructions for use. A decision was made not to trade out to a longer sheath, but to use the bare wire. The device was advanced to the bend, the physician "rammed" the device 3-4 times, almost bending it like a c", and then attempted to pull it out. Reportedly, the pt is doing fine and there were no pt effects. No add'l info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the returned unit revealed that the catheter was returned with blood and contrast on the shaft and balloon. The balloon was tightly folded on the shaft and did not appear to have been inflated. There were crimp marks on the balloon. The stent was dislodged and returned in a specimen jar and did not appear to have been expanded. There was a section of the proximal end of the stent that was stretched and mangled for a distance of 38.0 mm. There were what appeared to be two rings of the distal end of the stent that were twisted and mangled. There was blood and an appearance of flesh on the mangled stent. The soft tip of the catheter was stretched and flared at the distal end. There was no other damage noted to the catheter. Quality engineering has reviewed the incident report and the analysis of the returned device. It was reported that the stent came off of the balloon; after a partial deployment, when an attempt was made to pull the stent delivery system (sds) back from a tortuous and calcified v-type bifurcation. The returned devices (balloon catheter & stent) were analyzed in the returned goods lab. The stent was mangled and did not appear to have been expanded, and was of little value for the investigation. The balloon was tightly folded onto the catheter and has visible crimp marks noted. The outer diameter measurements taken were nominal. The soft distal tip of the catheter was stretched and flared at the end. Based on the lab results, there does not appear to be any mfg related defects that would have contributed to the stent dislodgement. The stretched and flared distal tip may have been compromised during advancement through the tortuous and calcified artery and/or during removal. A review of the lot history record did not reveal any non-conforming material reports which could have contributed to this complaint. The inspection/testing of sampled finished goods devices from this lot all passed the requirements. Device outer diameters were all within specification and stent securement tests results were within specifications. There is no indication that the device failed to meet it's specifications. Quality engineering was unable to determine a conclusive root cause; however, the most probable root cause is user error. The device, during preparation, was subjected to an inadvertent attempted flushing of the inflation port by a cath lab employee. This is a violation of the associated instructions for use, which does not include such a maneuver. Flushing the inflation port can result in a partially deployed (loose) stent that has lost its grip on the balloon and can easily dislodge. Once it was recognized that an attempt had been made to flush the inflation port, the device should not have been used. It should have been replaced by a new device. Other contributing factors to the stent dislodgement are the decision not to use a longer protective sheath and ramming the sds 3-4 times, as reported, which again are user error causes. This MDR is considered closed by the quality assurance department.